Event description:
It has been reported to philips that the equipment stopped. It was restarted, but x-rays could not be triggered. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the procedure during catheter insertion phase of the exam. A philips engineer inspected the system remotely and confirmed that the system locked during the procedure. It was restarted but it didn't produce x-rays. Review of the system log file confirmed multiple errors and warnings related to x-ray generator, collimator, image processor and image detector at the startup. The philips engineer discovered that the output voltage indicator led's on the power supply were all turned off. The field service engineer (fse) went onsite and confirmed the reported issue. The fse confirmed that the detector system's power supply had failed for an unknown reason. The fse replaced the power supply unit and created a new backup of the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.evaluation method code was corrected.